Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. The ligating unit was secured onto the endoscope and there was no difficulty experienced upon setting up the device. During the procedure, deployment was started; however, the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The deice has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned had six bands attached, some bands had moved from their position and overlapped. The slack was taken up correctly and the trip wire was secured. The suture thread was cut, possibly during device removal. The device was observed under magnification and the ligator head teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, and some of the bands had overlapped, suggesting a failure to deploy. This could have been generated due to the manipulation of the device or technique used. The bent teeth show that the functionality of the device was affected in some way; possibly due to the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. The ligating unit was secured onto the endoscope and there was no difficulty experienced upon setting up the device. During the procedure, deployment was started; however, the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.